Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead has low shocking impedances of less than 20 ohms. Further testing will be conducted and this will be discussed with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).